Event description:
It was reported that the expiration date was not clearly marked on the box of bd¿ alcohol swabs, and the lot information on the box label differed from what was on the inner package. The following information was provided by the initial reporter: "consumer called in to find out which number on the box was the expiration date. She provided: 2021-02 and 2025-01. Expiration date was not missing from the box. Also stated, there is a discrepancy with information on the box compared to what's on packages inside. Stated, she is seeing two lots, the one on box is different from the lot on packages."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-04. H6: investigation summary customer returned the shelf carton of alcohol swabs from lot 0345771. However, no alcohol swab pouches with the allegedly incorrect lot number were returned. A direct review of the pouches cannot be performed. It was noted that reviews of the lots for both the carton and the reported packets did not find any issues pertaining to mismatched lots. A review of the device history record was completed for batch #1021202. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. A review of the device history record was also completed for batch #0345771. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of mixed products. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1021202. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the expiration date was not clearly marked on the box of bd¿ alcohol swabs, and the lot information on the box label differed from what was on the inner package. The following information was provided by the initial reporter: "consumer called in to find out which number on the box was the expiration date. She provided: 2021-02 and 2025-01. Expiration date was not missing from the box. Also stated, there is a discrepancy with information on the box compared to what's on packages inside. Stated, she is seeing two lots, the one on box is different from the lot on packages."